Manufacturer narrative:
The company service representative examined the system and found the system frozen replicating the reported event. The host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on january 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system froze before a surgical procedure. There was no patient involvement.